Manufacturer narrative:
H3,h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1 was returned separated from the device. T2 and balance of suture were still within the needle track. The delivery curve was exaggerated. The needle shaft was pushed backward at the handle. The device still cycled and actuated and did release t2 as intended but with drag due to the needle manipulation. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the meniscus repair surgery, the implant t2 could not be deployed. The procedure was completed with back-up device. No significant delay or patient injury were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.